Manufacturer narrative:
H.6 investigation summary: four photos were received and evaluated. One photo displayed the inside of a sharp¿s container with approximately 25 integra syringes with retracted needles. One photo displayed two empty vials. Two photos displayed a loose integra syringe. One was observed to have 0.2ml of clear fluid with no visual defects. One appeared to have the retraction mechanism activated early with 0.2ml of clear fluid inside and was rejectable per product specification. Potential root cause for the premature retraction activation defect could not be determined based on the photos provided. The batch # is unknown, therefore a device history record review could not be performed. A batch # is required to determine if corrective actions are necessary. No corrective actions will be taken based on the available information. No CAPA is required h3 other text : see h.10

Event description:
It was reported that during use they were not able to inject full amount of medication with an unspecified bd integra¿ syringe with detachable needle. The following information was provided by the initial reporter: it was reported that medication was left inside of the syringe. Additionally, the customer provided the following additional information: I drew up the adjuvant like normal and had the normal 0.5ml in the syringe. Then I inserted the needle into the diluent and depressed the plunger and threw the syringe into the sharps container per protocol. When I was ready to withdraw the suspension I only was able to draw up approximately 0.2ml of the vaccine. I double checked both vials to verify they are empty. I opened the sharps container and checked (the only reason I did this is because we had a fairly new container and these syringes are only used for reconstitution of shingrix- never for injection with a patient). I found a syringe with some medication left inside, but since it was mixed with other syringes and no way to verify that was the exact syringe, I could not give the patient that vaccine and had to use a new vaccine for the patient.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use they were not able to inject full amount of medication with an unspecified bd integra¿ syringe with detachable needle. The following information was provided by the initial reporter: it was reported that medication was left inside of the syringe. Additionally, the customer provided the following additional information: I drew up the adjuvant like normal and had the normal 0.5ml in the syringe. Then I inserted the needle into the diluent and depressed the plunger and threw the syringe into the sharps container per protocol. When I was ready to withdraw the suspension I only was able to draw up approximately 0.2ml of the vaccine. I double checked both vials to verify they are empty. I opened the sharps container and checked (the only reason I did this is because we had a fairly new container and these syringes are only used for reconstitution of shingrix- never for injection with a patient). I found a syringe with some medication left inside, but since it was mixed with other syringes and no way to verify that was the exact syringe, I could not give the patient that vaccine and had to use a new vaccine for the patient.